Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device hadn't worked for 3 days. The caller said it worked thursday when they left the hospital, then it was working friday, and then it stopped working saturday, and sunday. The caller increased the stimulation yesterday to see if that would help, but the patient didn't feel anything. The caller stated that they already changed the program but that was not helping either. The agent reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider to further address the issue.